Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with three ams episodes due to oversensing on retrograde p waves. No other anomalies were reported. The physician would continue monitoring without changes. The patient was stable.